Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 44mg/dl on glucose monitor. Reportedly, the customer inadvertently entered incorrect values in the bolus delivery menu. Reportedly, the customer self-treated by consuming carbohydrates, eating cookies and drinking orange juice. The customer's bg continued to drop and they called emergency services. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.